Event description:
In 2005 the laboratory supervisor at a med ctr reported to bayer that a pt under their care had been regularly tested with the acs:180 psa method. The pts' psa levels had been monitored for about a year and indicated normal results (<4.0 ng/ml). Subsequently the same pt was admitted into a hosp for other reasons. The pts' psa was retested on two different platforms and found to be positive (-30 ng/ml). Bayer continued to follow up on the pts' history and in 2005 the pt underwent a digital rectal examination (dre) which was diagnosed as non-cancerous, nevertheless, the pt decided to undergo a biopsy which showed positive for adenocarcinoma. Subsequently, the same original pt samples were sent to bayer for testing and investigation to identify possible causes of interference. To date an in-depth investigation has revealed no evidence that heterophilic antibodies interferents were present. The instructions for use for the psa assay on the acs:180 have explicit limitations not to interpret levels of psa as absolute evidence of the presence or absence of malignant disease. Measurements of psa should always be used in conjunction with other diagnostic procedures, including info from the pt's clinical evaluation.